Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having connectivity issues with the navigation system and imaging system. Spine software showed a 1st red box on acquire images, so the site checked connections and then switched to another navigation system. The 2nd navigation system didn't work either until the site restarted both the imaging system and 2nd navigation system. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
The navigation system's software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs were reviewed. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.